Event description:
It was reported that: pain first started in (B)(6) 2012. The pt states that the pain is usually in the groin area down to the top of thigh. Pt is also experiencing numbness below the knee. Pt states that the knee always feels numb. Pt state that in, (B)(6) 2012, pain was increasing and becoming worse and by (B)(6) the pain was severe. Pt is reporting that the pain also was in the middle of her buttock area. Pt states that she is now limping and has a foot drop. Pt has had blood work and the results are pending.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.